Event description:
Material#: 301036. Batch number#: unknown. It was reported by customer that the print markings rub off easily on the 2 syringes we have here with the flat part of my thumb with low to medium finger pressure with no adhesive solvents. Verbatim#: rcc received a complaint via email. I wanted to check if you have any update on the markings rubbing off and if we can get the syringe length and tolerance. Any information we can get on these 2 items is greatly appreciated and will help us get this syringe qualified. These syringes were stored in a desk drawer with no exposure to sunlight. The print markings rub off easily on the 2 syringes we have here with the flat part of my thumb with low to medium finger pressure with no adhesive solvents. The syringe length is important because we want to ensure that they will fit properly in our shipping tray. These syringes would ship with our catheters.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the print markings rub off easily. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel scale marking has been removed from the 40ml mark to the 50ml mark. The photo provided shows another syringe where the scale marking has been partially removed. This defect could occur if the scale ink print did not cure properly. As the lot provided is 'unknown,' a device history review could not be performed. Verification of the syringe barrel printing process was completed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received this issue came up in the qualification process by our engineering team. No patients were involved. No patient harm or negative outcome. Material#: 301036 batch number#: unknown it was reported by customer that the print markings rub off easily on the 2 syringes we have here with the flat part of my thumb with low to medium finger pressure with no adhesive solvents. Verbatim#: rcc received a complaint via email. Email(s) attached I wanted to check if you have any update on the markings rubbing off and if we can get the syringe length and tolerance. Any information we can get on these 2 items is greatly appreciated and will help us get this syringe qualified. These syringes were stored in a desk drawer with no exposure to sunlight. The print markings rub off easily on the 2 syringes we have here with the flat part of my thumb with low to medium finger pressure with no adhesive solvents. The syringe length is important because we want to ensure that they will fit properly in our shipping tray. These syringes would ship with our catheters.